Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the emergency room due to complications. Upon interrogation of the device, noise was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was fine and recovering.

Event description:
New information noted that the noise was from an unrelated device also implanted in the patient. The lead impedance had been decreasing since the placement of this device in (B)(6) 2018.